Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the main half-height drawer 3.2, row a, was off the bus. A field service engineer powered off the unit and reseated the row board connectors for drawer 3 (rows 1 and 2). However, the hardware test application still did not sense row a. The engineer then unseated most of the cubies, powered off the unit again, and reseated all cubie trays in drawer 3.2. After reseating all the cubies, the hta passed. Subsequently, the pharmacist completed the inventory of medications in the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, multiple pockets in one drawer failed and were not recoverable. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.